Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.5 x 12 rx xience was placed in 2009. The patient returned 5 days later with angina. The patient had not been compliant with the aspirin regimen. A repeat angiography was performed and it was noted that stent thrombosis was present. An aspiration catheter was used to aspirate the thrombus. Ivus was then used, and it was noted that the stents were well opposed; however, the physician noted an area of further lesion present distal to the stent. A 3.5 x 28 xience was deployed to overlap the previously placed stent with excellent results. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The angina was likely the result of the thrombosis, which was treated with aspiration and another stent. The reported patient issues of angina and thrombosis are known adverse events associated with coronary stenting; however, a conclusive cause for all reported patient issues and the relationship to the product, if any, cannot be determined.